Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. It was discovered that the right ventricular lead exhibited noise causing right ventricular pacing inhibition. Programming changes were made until lead replacement. The lead was capped and replaced successfully on (B)(6) 2018. The physician also noticed a lead to can abrasion on the old capped lead. There were no patient consequences.